Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was in the 400 mg/dl. The customer stated that they were not confident with the insulin pump anymore because it was giving them a lot of high and low. The customer changed the settings of the insulin pump. The customer mentioned that they had made adjustments. The device will not be returned for the analysis.